Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. No hardware parts were replaced. The fse verified alignments, checked the syringes, and verified sufficient the wash of the cuvettes. The fse also verified proper operation of the mix bars. No problems were identified with the instrument. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low glucose and cerebrospinal fluid total protein (csf total protein) results were generated on the laboratory¿s au5800 clinical chemistry analyzer. The customer received a diagnosis of guillain-barré syndrome. The patient initially was tested in the emergency department on (B)(6) 2019, was admitted to the hospital, and later discharged on (B)(6) 2020. The customer indicated that this diagnosis was not based solely on the low results, but that the results were a contributing factor. It was not specified if the hospitalization was based solely on the erroneous results. The patient was given an unspecified medication. There was no report of an injury as a result of this event. The customer verbally provided data for the one (1) affected patient.